Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was used to infuse liquid and replenish energy, but there was not enough negative pressure during puncture on the patient with pancreatic cancer accompanied with infection. The device was replaced, and it worked well.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and it was found that two non-conformances were initiated as a result of customer ars leaking or damaged/defective. However, without the sample to evaluate, it cannot be confirmed if the defect is within scope of these non-conformances. The IFU provided within this kit tells the user "if catheter/needle is used, arrow raulerson syringe will function as a standard syringe, but will not pass spring-wire guide. If no free flow of venous blood is observed after needle is removed, attach syringe to the catheter and aspirate until good venous blood flow is established." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the catheter was used to infuse liquid and replenish energy, but there was not enough negative pressure during puncture on the patient with pancreatic cancer accompanied with infection. The device was replaced , and it worked well.